Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was currently hospitalized due to high blood glucose levels. Blood glucose level at the time of admission was 502 mg/dl, which was being treated with an insulin drip. Customer also reported that due to motor error alarms and no delivery alarms, she had disconnected from the insulin pump one week prior to the call. During troubleshooting, the alarm history showed that two motor error alarms had occurred within the past 30 days. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error or excessive no delivery alarm noted. The motor passed motor test. The insulin pump received with normal operating currents. No unexpected battery out limit alarm noted. The displacement test functioned properly. The insulin pump monitored for several days with a 1.0u basal rate and all registered properly in the daily totals history noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.